Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Unit received missing reservoir tube o-ring, scratched case, cracked keypad overlay and pillowing keypad overlay.

Event description:
(B)(4).initial notes: caller states that the retainer ring broke yesterday. Inquired what led up to the complaint. Customer response: caller states that the retainer ring broke yesterday. Bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: broken retainer ring. Damage occurred: unknown. Location of the damage is: res compartment. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: yes. Did damage occur while using a silicone case: no explain. We encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Adv courtesy silicone case will be shipped. Is reservoir able to lock in place when inserted into pump: yes. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Explain replacement policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: shipped replacement. Additional notes: explain the course of action for the call would be to guide through a protocol to t/s and document the broken retainer ring. Ship: replacement pump cs boxwhite cs le (B)(4)/return: (B)(4).